Event description:
The reporter indicated that the surgeon implanted an 12.0mm icm120 implantable collamer lens in to the patient's left eye (os)o on (B)(6) 2011. Elevated iop was observed and the lens was removed on (B)(6) 2015 and was not replaced. Patient's last bcva was 20/23. See MFR# 2023826-2015-00752 for the other eye.

Manufacturer narrative:
(B)(4). Evaluation codes: conclusions -(no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4).